Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-13613 / 2017865-2022-13614. It was reported that the patient's atrial lead exhibited noise. The lead was explanted and replaced. No additional information was reported.

Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray examination of the lead portions did not find any anomalies with the exception of procedural damage. Electrical testing of the lead portions did not find any indication of conductor fractures or internal shorts. Destructive analysis of the lead portions did not find any anomalies.

Event description:
New information notes that the patient was stable throughout the explant procedure.